Event description:
No additional information

Manufacturer narrative:
Investigation result: a 2420-0007 product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 24075428. The feedback provided by the customer states that, "we have had leakage from the vent cap of the below alaris line." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24075428 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Please note that the air vent is designed to allow air into the fluid container when using a glass bottle or semi-rigid container. When inserting the spike and filling the drip chamber, whether using collapsible bags, glass bottles or semi rigid containers, it is important that the air vent cap is in the closed position; however, once the drip chamber is primed the air vent should remain closed when using collapsible bags and open when using glass bottles. Please follow the fluid container manufacturer's recommendations regarding venting of semi-rigid containers. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2420-0007 set in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was leaking. The following information was provided by the initial reporter: we have had 2 strange incidents in our oncology department where we have had leakage from the vent cap of the below alaris line. Unfortunately this has occurred when cytotoxic infusions were being administered and lucky detected early to minimize spillage & exposure and under medicating. Very rarely does the vent cap get opened during such infusions however on the odd times when there is an issue with the flow rate and the drip chamber is being squished in due to poor flow, the vent cap has been opened to problem solve the issue.